Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the yellow suction check valve was completely blocked. The device was replaced to complete the procedure. There was no patient impact associated with this event.  Medtronic received additional information that the customer had to cut the segment where the blocked valve was, joint it with a connector and place a needle in the vent to prevent the collapse of the cannula. This was considered by the customer to be a medical or surgical intervention, because this event hemolyzed the blood. Anti-coagulation was assessed using a medtronic act.

Manufacturer narrative:
Conclusion: after investigation at medtronic, the complaint for occluded component and sharp edges on the tray cannot be confirmed. Possible root cause could not be determined as device was not returned for evaluation. Trends for issues with this device are monitored. Medtronic received additional information that during priming, a multi-electrolyte solution similar to plasmalyte, saline, heparin, bicarbonate, magnesium, tranexamic acid, and mannitol was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.